Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the architect c8000 analyzer has generated discrepant lithium results. On one patient sample, the initial result was 2.3 mmol/l and the retest result was 0.8 mmol/l. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). In response to this issue an investigation was initiated to further examine the customer's observation. The investigation included a review of the complaint text, a search for similar complaints, a review of labeling and a review of the instrument service history. The customer complaint was initially resolved by cleaning the instrument wash cups and mixers and service performing preventive maintenance. However, during the instrument service history review, (B)(4) additional complaint associated with erratic lithium results was identified. That issue is currently under investigation with ticket number (B)(4). Product labeling was reviewed and found to adequately address probable causes and corrections for erratic results. A review of the complaint trend reports for the period of (B)(4) 2009 to (B)(4) 2010 indicated there were no adverse trends associated with the complaint issue. Based upon the investigation, it has been determined that the architect c8000, list number 1g06-01, (B)(4), is performing as intended. No product deficiency was identified.